Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement pump with updated software to the customer, who did not have a backup for insulin delivery and was advised to contact their healthcare provider.